Manufacturer narrative:
Investigation: DHR was reviewed and no qn or abnormality was observed that could have influenced the issue. 1 photo was returned but the nonconformance cannot be seen as the photo is not clear. The complaint is unconfirmed as no sample is received. Based on similar complaints the probably root caue could be due to tubing material which CAPA#81917 has been initiated for.

Event description:
It was reported that the neoflon 26ga 0.6mm od 19mm l india tip got punctured and "burst" while attempting to insert it into the patient's vein. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "catheter tip of of the cannula got pinctured / burst during first insertion into patients' vein".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neoflon 26ga 0.6mm od 19mm l india tip got punctured and "burst" while attempting to insert it into the patient's vein. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "catheter tip of the cannula got punctured / burst during first insertion into patients' vein"